Manufacturer narrative:
(B)(4). Concomitant medical products: vlft10gen ft series energy platformx1, (serial no. (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the bunion surgery, the generator had no sound, while the cautery pen caused burn in the patient's left calf area. Suture was used to close the burn site / wound.